Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that noise resulting in oversensing and low pacing impedance was observed on the right ventricular (rv) lead. The lead was explanted and replaced to resolve the event and the patient was in stable condition. Lead damage was suspected to be the cause of the event, however, this was not confirmed via diagnostic imaging or during the explant procedure.

Manufacturer narrative:
The reported events of low pacing impedance, noise resulting in oversensing, and lead damage were not confirmed. As received, a complete lead was returned for analysis. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. A visual and x-ray inspection of the lead revealed no anomalies with the exception of procedural damage.